Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01686 and 2134265-2016-01738. It was reported in-stent restenosis occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 3.5x20mm taxus liberte drug-eluting stent was implanted over 2.75x32mm taxus liberte drug-eluting stent. During intravascular ultrasound, the physician determined that additional dilatation was necessary in the proximal edge. A 4.00mmx8mm nc emerge® balloon catheter was then advanced for dilation to treat the previously implanted stents. However, when the balloon was initially inflated at 10 atmospheres for 5 seconds, the balloon ruptured. The ruptured balloon was completely removed from the patient. The device was exchanged to a 4.0x15 non-bsc balloon catheter and dilatation was performed at 20 atmospheres. The procedure was completed. No patient complications were reported and the patient's status was good.